Manufacturer narrative:
A philips response center engineer (rce) obtained information from the customer, indicating that the issue occurred 8:39 to 8:43. The rce and also a philips complaint investigator (ci) reviewed the data contained in the alarm audit log received from the pic ix or the time reported. Alarms were noted starting at 8:39, including an asystole and brady alarms. The alarms were seen to have been silenced at 8:43. There was no product malfunction; this is considered a user issue, as the asystole alarm was seen to have occurred, and had been silenced. This information was provided to the customer. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2020, there was no sound from the philips information center ix (pic ix) during an asystole, when the patient had a cardiac arrest in bed 18x2.